Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular leads as well as on the provided data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable atrial pacing impedance around 450 ohms between december 2016 and august 2017 with a subsequent sudden increase to >3000 ohms on the 9th of august 2017. Furthermore the available iegms demonstrated noise on the ra as well as on the rv channel as reported in the complaint text.in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.

Event description:
Ous MDR - home monitoring reported several episodes of noise on the atrial channel recognized as atr with impedance that increased up to more than 3000 ohms. At an in office follow up isometric maneuvers confirmed the noise in both the atrial and ventricular channels. The impedance, sensing, and threshold measurements remained stable. The brady parameters have been set to wl at 40 bpm, the vf counter has been set to 18/24 and the smart algorithm has been switched to the off position. A revision has been scheduled for the future. Should additional information become available this file will be updated.